Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4355980. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4292357. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. An additional lot number was provided in this complaint for material number: 382544. Lot#: 4355980: mnf date: 2024-12-23, exp date: 2027-11-30.

Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: comments: we have had 2 different lots malfunction the same, blood control is not working after you engage needle retraction ed- xxxx reported both issues the reported lot#s are not in our storeroom at this time. Thu 02/27/2025 10:35 am can you please provide an exact date of event in format dd-mmm-yyyy? I don¿t have an exact date of use for these except 2/2025. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. With the malfunction of the blood control, it put nurses at increased risk to blood pathogen exposure.